Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air water nozzle was clogged with foreign material, however, the specific material could not be identified and the cause for the clog could not be specified. The nozzle was not reported to have been deformed or broken. Additionally, three attempts were performed to obtain additional information regarding device handling, but no response was received from the customer. The event can be detected and prevented by following the instructions for use (IFU) which state: reprocessing manual "reprocessing the endoscope (and related reprocessing accessories)_ precleaning the endoscope and accessories: warning:if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories. Flush the air/water channel with detergent solution. Presoak for excessive bleeding and/or delayed reprocessing after each procedure." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope channel was clogged. There was no report of patient harm associated with this event. During inspection of returned device, the subject device nozzle was clogged with foreign material. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the customer's allegation of clogged channel was not confirmed. However, as noted, the nozzle was clogged with foreign material. In addition, the flexibility adjustment ring was scratched. Air water cylinder was discolored. Suction cylinder was discolored. Right/left and up/down knobs were scratched. Switch box was scratched. Forceps channel port was scratched. Grip was scratched. Scope connector cover unit was scratched. Plug unit has a scratch. Scope connector case unit was scratched. The nozzle was clogged with foreign material. The bending angle was reduced due to elongation of the angle wire. The play of the up/down angulation knob was out of specification due to elongation of the angle wire. Plastic distal end cover was chipped. Objective lens was scratched. Light guide lens was cracked. Connecting tube and universal cord coating were peeling. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.